Event description:
It was reported that noise was observed on both the rv and ra channel. The high voltage therapy was programmed off. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.